Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 300 mg/dl, 189mg/dl, 140 mg/dl and 150 mg/dl, when all tests were performed within 10 minutes on the active s system. Reporter stated she was feeling hyperglycemic symptoms and self-treated with 6 units of nph based on the results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of suspect device and replacement product was sent.